Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: patient initials (B)(6), age: (B)(6). Event date: unknown. Additional code: hwc. (B)(46). Original implant was approximately 6 months ago. Devices were discarded. The investigation could not be completed; no conclusion could be drawn, as no product was received. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient initially had an open reduction internal fixation surgery to the last proximal tibia on an unknown date; approximately 6 months ago. On (B)(6) 2016, the patient had a hardware removal procedure for a broken implant for an external fixator on the last proximal tibia. This procedure was performed due to post-operative broken implant failure, a non-union and an infection. The surgery was completed successfully and patient status is reported as stable. This report is 1 of 3 for (B)(4).